Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, cloudy effluent and "passed out". The cause of the peritonitis was reported as due to food poisoning. On the same day as the event onset, the patient was hospitalized for the event and began treatment with unknown antibiotics (ongoing, routes, doses and frequencies not reported) for peritonitis. The patient was discharged three days after hospital admission. At the time of this report the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.